Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a need for MRI imaging. There are no concerns for device function. The patient was re-implanted with another cochlear device during the same surgery.